Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump were hard to push and had error message about 3 months ago. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rejected new batteries and has reset setting. Customer also reported that insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.